Event description:
The customer called to report high blood glucose levels over the past four days. The customer's blood glucose reading at the time of the call was 560 mg/dl. The customer also stated that insulin leaked from the reservoir into the insulin pump's reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.